Event description:
It was reported that this right ventricular (rv) was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicates that the lead was explanted during an open-heart surgery.